Manufacturer narrative:
The event occurred in other country.

Event description:
Customer reports the integra system displayed a blood glucose result of 157 (it is not known if mg/dl appeared after the result). The customer expected a result in mmol/l, and interpreted the result as 15.7 mmol/l. The customer withheld food all day, and subsequently passed out. The customer was hospitalized for hypoglycemia; his current condition is not known.